Event description:
The patient reported the infusion device does not work and cannot be turned on. He stated, his blood glucose elevated (value not provided) and found the infusion device shut down w/o alert/error message. The infusion device was requested to be returned for evaluation. The pump was thoroughly checked. No e8 (power interrupt) error was found in the history. The pump was not in run mode when the event occurred. There is an interrupt between the contact clasp and the battery contacts due to the flat pressed contact clasp. The damage occurs after a hard mechanical impact. As the problem mentioned by the customer is related to a handling issue, no corrective or preventive actions will be initiated.